Event description:
It was reported that pen ndl 32g 4mm hp 105 box de was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: needles not permeable.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-11 h6: investigation summary a review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Four open and one sealed 32g x 4mm pen needle samples were returned from lot. No. 9226293, cat. No. 320561. Visual examination was carried out on the returned open samples and it was observed that one sample had a bent patient end of cannula, one sample had a bent non patient end of cannula and two samples had a broken non patient end of cannula. A clog test as per tp700483 was carried out on the sealed sample and no issue was observed. As the samples were returned open it is not possible to confirm this defect to be manufacturing related. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 105 box de was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: needles not permeable.